Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturing representative on (B)(6) 2016 indicating that there was evidence that more than one stall and recovery had occurred. The pump logs were not available. The earliest date of the motor stall was questioned. The patient first started experiencing abstinence symptoms during the week before explant. The drug dose was 7mg/ml. The critical alarms were enabled and set for 30min interval. There was no alarm heard at any point. The alarms were not tested and it was questioned as to whether the alarm was malfunctioning

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in belgium who was receiving diam orfine 40 mg/ml at a dose of 7 via an implantable. The lot number, concomitant medications, and medical history were not obtainable. It was reported that the issue occurred post operatively. On (B)(6) 2016, the physician was interrogating the pump when refilling the pump. The pump logs were read and these indicated that a pump rotor stall occurred with a stopped pump period may exceed tube set. However, there was no critical alarm sound. The physician stopped refilling the pump. At some point, the patient experienced abstinence symptoms. There were no environmental, external, or patient factors that caused/contributed or led to the event. The reason for the intermittent pump rotor stall was reported as unknown but noted that ¿diamorphine was used????¿. The physician decided to replace the pump ¿today¿. The pump was explanted on (B)(6) 2016. At the time of the report the patient's status was reported as alive-no injury and it was unknown if the issue was resolved. It was later reported that the patient was doing well and the pump sent for return.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis also found the pump was damaged by contradicted drug. Analysis also found a low battery reset due to an undetermined cause. As received, the pump critical alarm sounded every hour due to the empty reservoir being active. The critical alarm interval as received was set for 1 hour. Rpa timed the alarm and confirmed the critical two tone alarm went off and was timed at 1 hour intervals. Alarm testing was also performed and the alarm decibel level was within spec. Pump logs were gathered, it was noted that diamorphine was entered as the infusion drug and multiple motor stall and recoveries was noted. During the internal decontamination and motor testing the pump suffered a low battery reset. Dispense testing was not performed because of the reset. Destructive analysis was performed. Voltage was within spec. The feedthrough resistance check was at 1 meg ohm which was below the 10 meg ohm spec. The 1 meg ohm feedthrough resistance is not considered a shorted feedthrough. Motor coil resistance was measured within spec. Battery resistance was tested and did at 212 ohms which is below the 317 ohms spec and is considered a passing result. Further destructive analysis did not show a pump tube leak. The inside of the pump head and motor had extreme amount of fluid and residue present. All the motor gear shafts had extreme shaft wear and residue present. The shaft was the root cause for motor stalls. The low battery reset is coded undetermined because rpa had passing results for battery resistance and feedthrough resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.